Event description:
A consumer implanted for spinal pain reported seeing a power on reset (por) message on the patient programmer (pp), but it wasn't related to an overdischarge event. The consumer was walked through how to clear the por with the pp which resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.